Event description:
The navilyst exodus pigtail drain was uneventfully placed in patient's left pelvic abscess using a CT-guided drainage procedure by interventional radiology. When it came time for removal, the patient suffered significant discomfort because the tip of the 8fr catheter was kinked and tied off with suture in such a way that it could not be gently pulled straight out as is usually the case.